Event description:
Customer reported quality control samples for ammonia had been out of range high when using the unicel dxc 600 synchron system. Abnormal patient test results were repeated. There were no erroneous patient test results reported out of the laboratory. There was no death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(6) 2012, the customer flushed the cartridge chemistry sample probe and reagent probes. Quality control for ammonia was within acceptable range. On (B)(6) 2012, the customer reported that the quality control for ammonia was again out-of-range high. The customer stated that no patient samples had been run for ammonia since the initial problem. On (B)(6) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse realigned the reagent probes and replaced reagent probe b. Performed all alignments, calibrated, and ran quality control. Quality control for ammonia was within range. Cause was determined to be a hardware malfunction of reagent probe b.